Manufacturer narrative:
Will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would spontaneously change the pacing rate from what it has been programmed to. The generator has not been received into service. There was no patient involvement.